Event description:
It was reported to boston scientific corporation that an acquire needle was used in the liver during an endoscopic ultrasound-guided liver biopsy performed on (B)(6) 2023. During the procedure, the needle did not extend. It was found that the needle was disengaged from the handle. Additionally, it was confirmed that the distal needle tip detached from the device, however the tip did not fall inside the patient. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of needle distal tip detachment.

Event description:
It was reported to boston scientific corporation that an acquire needle was used in the liver during an endoscopic ultrasound-guided liver biopsy performed on (B)(6) 2023. During the procedure, the needle did not extend. It was found that the needle was disengaged from the handle. Additionally, it was confirmed that the distal needle tip detached from the device, however the tip did not fall inside the patient. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of needle distal tip detachment. Block h11: the returned acquire eus fnb needle was analyzed, and visual inspection found no visible damages. A functional test found the needle was able to extend and retract as intended, and the tip was not detached. A video was provided by the customer that showed the device being tested outside the patient and the needle was not extending. The reported event "needle failure to extend" and "distal tip detachment of device or device component" was not confirmed. Since it was determined that the device did not have any visual issues/damages, the needle was able to extend and retract as intended, and did not show evidence of the alleged issue or any defect that could have contributed to the event reported, the reported issues will be classified as "no problem detected".